Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the customer reported an inability to retrieve drawer 4 from the main station. A field service engineer inspected and identified the faulty solenoid and controller board causing the issue, subsequently replacing both components for resolving the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
Customer contacted bd to report that the bd pyxis medstation es system had an unrecoverable drawer. The manufacturer attempted to contact the customer for additional details regarding the malfunction; however, no further information was provided. No information was provided indicating delay in dispensing medication during patient-care workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system had a unrecoverable drawer. The manufacturer attempted to contact the customer for additional details regarding the malfunction. However, no further information was provided. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that customer reported an inability to retrieve drawer number four from the main station. A field service engineer inspected the drawer and identified that the solenoid and controller board were responsible for the issue, subsequently replacing both components. The system was functional as intended.